Event description:
Balloon rupture-it was reported that the balloon broke during the case when there was no manipulation. The customer found that the blue lock did not stay in place during the case and they often had to reposition the balloon. Because of this, the surgeon had to do another incision to place the aortic clamp. And it added pump time to the case. They also had to open more instruments during the procedure.

Manufacturer narrative:
In 2009, customer report was confirmed. No blood was found inside balloon lumen. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. In 2008, the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon did burst. The edges of the burst are inconsistent in thickness and there is discoloration which is consistent with balloon study balloons that had been overinflated. Visual inspection of the catheter confirms that the device shaft is crushed just before the first distal marker. Water was itroduced through all but the balloon lumen and the water flows from where it should. There are no other defects detected with this device.these devices are visually and functionally tested 100% prior to packaging and this condition was not present during that testing.